Event description:
A customer reported that unicel dxi 800 access immunoassay analyzer generated a higher than expected thyroid stimulating hormone (access htsh) result within the normal reference range for one patient. The result was reported out of the laboratory. Repeat testing produced a lower result, below the normal reference range, and the result fit the clinical picture of the patient. There was no death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a becton dickinson sst vacutainer and was centrifuged at 3000rpm for 10 minutes at room temperature. Qc results before and after the event were within the established ranges. The instrument is currently performing within qc specifications. There was no system error associated with this event. Service was dispatched for this event and the field service engineer (fse) repaired the pump that was observed to be producing bubbles. The fse also decontaminated the substrate system, and verified hardware performance. Although hardware issues were addressed, a definitive root cause for the erroneous result cannot be determined based on the supplied information.